Event description:
In 2001 the heart rate limits were switched off for no identifiable reason; after switching to another image configuration, the alarm was switched on again. There are no event logs available.